Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event: date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the patient controller. This occurred after the patient had an unrelated procedure done approximately one week prior wherein the ipg was not placed in the surgery mode. Troubleshooting was able to recover the ipg and the issue was resolved.